Event description:
On (B)(6) 2019, the patient received total knee arthroplasty. Subsequently, the patient reported pain. An x-ray confirmed that the tibial insert had migrated from its original position. On (B)(6) 2019, the surgeon revised the knee and replaced the 18mm insert with a 20mm insert.

Manufacturer narrative:
Failure most likely due to posterior locking tabs not being engaged fully upon implantation.